Manufacturer narrative:
Complaint confirmed. Investigation revealed the centrifuge motor was noisy; however, there was no burning smell noted. The cause was determined to be wear and tear.

Event description:
On (B)(6) 2022, it was reported by a facility representative via sems that an abs-10060r was noisy and smelled like it was burning. This was found during a case with no harm to the patient.